Manufacturer narrative:
Age, sex, weight and ethnicity are unknown; no information was provided. Date of event: information not provided. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an unplanned vitrectomy procedure was required post cataract removal because of system settings. Additional information has been requested; however, no further information has been received to date.